Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Event is most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.

Event description:
It was reported that during a cruciate ligament surgery the device broke at the tip. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.